Manufacturer narrative:
(B)(4). A covidien technical support engineer (tse) assisted the user facility with troubleshooting the reported issue via phone. The tse suggested for the user facility to replace the graphical user interface (gui) printed circuit board (pcb) to resolve the reported issue. No additional information has been received from the user facility regarding this report.

Event description:
Covidien received information stating an 840 ventilator experienced a blank screen while ventilating a patient. The patient was removed from the device and placed on an alternate ventilator.